Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the infusion set connector and subsequently could not fill the tubing, leading to an alert preventing continuation; a new connector worked initially, but repeated attachment issues occurred with a partially filled cartridge, and dry-run testing without the cartridge produced no alerts, suggesting a supply interface issue possibly linked to the reported cartridge lot. Symptoms included hyperglycemia with a reported peak blood glucose of 320 mg/dl and prolonged elevation. Outcomes included temporary use of back-up insulin pens and interruption of automated insulin delivery. Investigation included guided troubleshooting, a dry run without the cartridge, collection of the cartridge lot number, and follow-up confirming return to normal operation and in-range glucose after resuming device use with new supplies. Investigation of this case revealed no device alerts during dry run and smooth connector function without the cartridge, indicating the problem was likely related to the specific supply configuration rather than core device function. It was concluded that the event resulted in hyperglycemia related to difficulty establishing infusion due to connector and cartridge interface issues, resolved with back-up therapy and later successful reconnection using fresh supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.